Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: serial/lot (B)(4)/204267.041 - no service history review could be performed as the item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is january 12, 2011. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the following synthes evaluation equipment failed inspection because the console for piezoelectric system works intermittently. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service & repair eval ¿ the investigation of the complaint articles has shown that: the customer reported the console was working intermittently. The repair technician reported worn out parts as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 26-jun-2015. This item passed synthes final inspection on 27-jul-2015. The device will be held in monument until completion of lppf then returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.